Manufacturer narrative:
(B)(4). Investigation: trends suggest that the event reported is random and isolated on a general basis. Root cause: this disposable set was unavailable for specific root cause analysis. This report was filed beyond the 30 day time frame because it was re-assessed as part of a recent complaint file review activity.

Event description:
During priming of the disposable set, the customer experienced a small leak that allowed air to enter the blood warming tubing. The customer only observed air in the blood warmer line, not in the spectra return line. They switched the blood warmer line to see if defective blood warmer tubing was causing the air, but air was still being drawn in using a second blood warmer line. The customer concluded that there was an issue with the connection between the blood warmer line and spectra return line. The return line was looped over the IV pole to keep it from "tangling". The failure occurred during prime and no patient was involved with this event, therefore no patient information has been provided. This report is being filed for air in the blood warmer line.